Manufacturer narrative:
This report is for an unk - screwdrivers: /unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the removal surgery. During the surgery, the surgeon had difficulty in removing the screw with the screwdriver because the screwdriver couldn¿t hold the screw properly. Surgery was completed successfully within 30 minutes delay. The patient outcome was unknown. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves one device. This report is for (1) unk - screwdrivers this report is 1 of 1 for (B)(4).